Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. The received sample was not returned with the original packaging. Prior to decontamination, the sample was examined to understand the appearance how it was received. The sample device was showing that the tubing had signs of damage and discoloration. During cleaning and decontamination, build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y connector (proximal end). An opening was seen, and the liquid came out of the opening/ burst. On the other end (distal portion) resistance was felt while flushing, no substances were flushed out of the tube after couple attempts. The split/tear identified approximately just below the y-port connector. The black discoloration started on 65cm marking until the bolus tip (distal end) of the tube. Below y-port connector location, the tubing appeared to have slightly expanded then burst causing an opening on the tubing. When inspecting under magnification, there were thin layers of the material noticed on the expanded portion of the tube. Both breaking points did not exhibit dried foreign material residue however, when feeling the tubing further down, at 55cm marking, hardened feeling was felt on this area. The tubing was cut and opened to inspect the inner surface of tubing walls. From 55cm marking until bolus end tip, light brownish substance residues were stuck in the tube. The material residue was cleaned, flushed through with tergazyme and water. Under magnification, after dissection, tubing was inspected and did not see any excess embedded material. Root cause could not be determined. All information reasonably known as of 14-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the cortrak tube ruptured during an attempt to unclog ng tube and tube burst proximally outside of the patient; indwelling time unknown, syringe size and agent to unclog unknown. There was no reported injury.